Event description:
Meter name: fasttake. Strip name: fast take test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, weak. The pt reported that they were seen in the ER. Their meter allegedly was prompting "error 2". The pt was unable to test on meter. The result on the ER meter was 391 mg/dl. There was no comparison between the pt's meter and the ER meter. Treatment was insulin. No further info has been reported.